Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the stall was a magnetic resonance imaging (MRI). A motor stall occurred on (B)(6) 2015 at 14:02 and a motor stall recovery occurred on (B)(6) 2015 at 14:29.

Manufacturer narrative:
Analysis of the device found no anomalies. Eval code-conclusion no longer applies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via psr product surveillance registry (psr) regarding a patient in a clinical study who was receiving hydromorphone hcp with concentration 1.0 mg/ml at a dose rate of 0.3575 mg/day and bupivacaine with concentration 30.0 mg/ml at a dose rate of 10.725 mg/day via an implantable pump as of 2015-04-27 for non-malignant pain. It was reported that a pump motor stall occurred. The programming date from the most recent refill prior to the event was (B)(6) 2015. Device interrogation on (B)(6) 2015 revealed a pump motor stall with recovery. No action/intervention was taken. The event resolved without sequelae as of (B)(6) 2015. The event was noted as having been related to the device/therapy and un-related to the implant procedure. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.